Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported 319 error was confirmed but was not replicated during in-house testing. In lighthouse, the 319 error was found, confirming the fault occurred in the field, but engineering investigation found that the reported error was found to be unrelated to the unit. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing and running the fitness test, the unit failed for the gravity balance test post sine cycle. Also, recalibrations were performed but the unit failed gravity homing test for upper arm torsional twist. The upper torsional twist was resolved after reseating the link 2 cover. It also passed 1hour sine cycle. As a result of engineering investigation, failure analysis has concluded that reported 319 error was related to a bad/dirty fiber cable on the console side and is not related to the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, the da vinci system restarted itself. The customer stated that the system shows errors and then restarts on its own. The customer performed a mid-procedure power cycle and the system powered on and technical support engineer (tse) observed error 319 in the system logs pointing to the left master tool manipulator (mtml) on surgeon side console (ssc1). The customer stated that the system was not restarting without any user input. The system powered back on and completed post, but then another error occurred. This time the system did not restart on its own. Tse instructed the customer to disconnect the blue fiber cable from ssc1 and power the system back on. The customer stated that the system completed post as a single console system. The procedure was completed as planned with no reported injury.